Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon ruptured at normal pressure of 6 atm. The device was deflated and removed. The procedure was completed with the use of an nc balloon. No patient complications reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection of the hypotube shaft profile and shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. One set of the blades was detached, 5mm of the blade was not attached to the balloon. A detailed microscopic examination confirmed that the blade castpad was fully intact. The other three sets of blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres without issues. The encore inflation device was verified before and after using a druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon ruptured at normal pressure of 6 atm. The device was deflated and removed. The procedure was completed with the use of an nc balloon. No patient complications reported, and patient was good post procedure.